Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a leak at the tubing through quick disconnect qd6 at the flowcell. The fse replaced the tubing, which repaired the leak and the vote outs. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a clear leak from the mix chamber area of the coulter hmx analyzer with autoloader while running shutdown. The instrument was generating vote outs on all results when the leak occurred. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.